Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's son alleges his mother was getting off her jazzy and the chair ran her over. Consumer was going into the restroom and got out of the chair. Someone was coming out of the restroom at the same time and the joystick was bumped.

Manufacturer narrative:
A field service technician evaluated the device. The device is working properly. The consumer hit the controller when standing up.

Event description:
Consumer's son alleges his mother was getting off her jazzy and the chair ran her over. Consumer was going into the restroom and got out of the chair. Someone was coming out of the restroom at the same time and the joystick was bumped.